Manufacturer narrative:
This report is associated with (B)(4), biotene oral balance gel (aroma).

Event description:
My wife has aspiration pneumonia [aspiration pneumonia]. Case description: this case was reported by a physician and described the occurrence of aspiration pneumonia in a adult female patient who received glucose oxidase (biotene oral balance gel (aroma)) gel (batch number (B)(4), expiry date 31st august 2018) for dry mouth. On an unknown date, the patient started biotene oral balance gel (aroma). On (B)(6) 2015, an unknown time after starting biotene oral balance gel (aroma), the patient experienced aspiration pneumonia (serious criteria gsk medically significant). Biotene oral balance gel (aroma) was continued with no change. On an unknown date, the outcome of the aspiration pneumonia was not recovered/not resolved. It was unknown if the reporter considered the aspiration pneumonia to be related to biotene oral balance gel (aroma). Additional details, adverse event information was received on 13 july 2016. The consumer reported that he was a retired physician and his wife had aspiration pneumonia, she took biotene and they were eliminating what was causing her pneumonia. The consumer had been using biotene gel for over a year. The consumer reported that pneumonia started around (B)(6) 2015 and it came and gone . It did not definitely gone away. Consumer was still using the product.

Event description:
Case description: this case was reported by a physician and described the occurrence of aspiration pneumonia in a adult female patient who received glucose oxidase (biotene oral balance gel (aroma)) gel (batch number (B)(4) , expiry date 31st august 2018) for dry mouth. On an unknown date, the patient started biotene oral balance gel (aroma). On (B)(6) 2015, an unknown time after starting biotene oral balance gel (aroma), the patient experienced aspiration pneumonia (serious criteria gsk medically significant). Biotene oral balance gel (aroma) was continued with no change. On an unknown date, the outcome of the aspiration pneumonia was not recovered/not resolved. It was unknown if the reporter considered the aspiration pneumonia to be related to biotene oral balance gel (aroma). Additional details, adverse event information was received on 13 july 2016. The consumer reported that he was a retired physician and his wife had aspiration pneumonia, she took biotene and they were eliminating what was causing her pneumonia. The consumer had been using biotene gel for over a year. The consumer reported that pneumonia started around (B)(6) 2015 and it came and gone . It did not definitely gone away. Consumer was still using the product. Follow up information was received on 10 august 2016 from patient. The patient returned authorization and aer (adverse event report) form with the contact details of physician. The patients husband reported that his wife had periodic bouts of a.m. Fevers. Her physician believed they were due to aspiration during sleep secondary to reflux. He was just curious if these symptoms had been associated with biotene gel at bedtime. Post script her physician did not.